Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. To date the unit has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A review of the appropriate device history records for this serial number found that previous rework performed on this unit is not related to this evaluation.

Event description:
The customer reported that the forcefxc generator was in use during a cysto bladder fulguration procedure. A bugby cable was attached to the generator. The bugby cable broke and sparked, which lit a drape on fire. The fire was extinguished immediately with water from the cysto scope. This happened away from the patient in the cysto drainage basin. There was no harm to the patient. The broken bugby cable was removed from the operating room in a bag by the site's biomed. The forcefxc generator was never taken out of service by the operating room department. Facility where incident occurred: (B)(6).